Event description:
Event reported as "delfated left breast tissue expander. Sent to pathology". Event clarified as, chemotherapy caused delay in expansion and longer implantation period. Device replaced by another tissue expander.

Manufacturer narrative:
The reporter of the event was asked to return the product for analysis, but it is no longer available. Therefore, no analysis or testing can be done. Device laveling addresses that this is a temporary device: mcghan style 133v breast tissue expanders are temporary devices, and not to be used for permanent implantation. Breast tissue expanders should be removed once adequate tissue has developed. Tissue expansion in breast reconstruction typically requires four to six months. The total expansion period will vary depending on pt tolerance, tissue tolerance, and desired flap size. Patient should be advised that the breast tissue expanders may deflate, and require replacement surgery. Deflation occurs when saline leaks through a damaged injection site or a damaged breast tissue expander envelope.